Manufacturer narrative:
The device was received for evaluation. A sample analysis of the amia device was performed, and no device failure or malfunction was identified that could have caused or contributed to the reported event. Internal and external inspection was performed, and no issues were noted. A pressure integrity test was performed and passed with no issues noted. A short, simulated therapy was performed and completed successfully. The device was found to meet specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue; however, the device logs revealed the programmed minimum initial drain volume (0ml) may have been set too low for the most recent therapies. Per the amia clinician guide, the minimum initial drain volume should be set to at least 70% of the programmed last fill volume (2000ml). Setting the minimum initial drain volume too low may result in an incomplete initial drain followed by a complete fill. This may result in an increased intraperitoneal volume situation. Based on the device evaluation results, the direct cause of the reported event was determined to be the programmed minimum initial drain volume being set too low for the most recent therapies. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced "a hard time breathing" and bloating during dwell 1 of 5. The patient was connected to the amia device at the time of the events. Renal therapy services (rts) had the patient press pause, treatment options and reduce fill volume. The patient reported they pressed drain until empty and device was still draining. The peritoneal dialysis registered nurse (rn) reviewed the program while on the call and stated the patient had potentially 4700ml and the cause of the symptoms were due to the program. The total drain volume was 5655ml. Treatment was ended and the rn verified it was a programming error. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available.